Manufacturer narrative:
Although it is reported that there is no patient consequence it is not known if all the pieces were retrieved from the patient. If this is the case and the broken fragment has not been retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.

Event description:
During a soft tissue removal with a vapr hook electrode, the metallic crosswire of the electrode fell out from the tip to the joint. There were no adverse effects to the patient.